Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator device was to be used for an esophageal variceal banding procedure performed on (B)(6) 2013. According to the complainant, during the procedure, "when the handle was turned, no band deployed." Reportedly, the handle was not able to be rotated once this occurred. The scope with attached speedband device was withdrawn from the patient, the device was exchanged with another speedband superview super 7 multiple band ligator device, and then the procedure was completed. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being stable.

Manufacturer narrative:
A visual evaluation of the device revealed that trip wire was secured in the handle assembly slot. It appeared that the trip wire had not been secured during use. All seven bands were detached from the ligator head and were returned. The suture was intact and attached to the tripwire loop. The ligator teeth were damaged. A functional evaluation of the handle was performed by turning the handle knob 180º and an audible click was heard; no issues were noted with the handle assembly. The condition of the returned unit was consistent with the complaint incident that bands failed to deploy, but not consistent that the handle was broken. The investigation concluded that the trip wire was not properly secured during the procedure which then impacted the deployment activity of the bands; therefore, the most probable root cause classification is user/use error. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator device was to be used for an esophageal variceal banding procedure performed on (B)(6) 2013. According to the complainant, during the procedure, "when the handle was turned, no band deployed". Reportedly, the handle was not able to be rotated once this occurred. The scope with attached speedband device was withdrawn from the patient, the device was exchanged with another speedband superview super 7 multiple band ligator device, and then the procedure was completed. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being stable.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.